Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, the amplatz extra stiff wire guidewire became stuck in the farawave catheter while maneuvering the guidewire in the catheter. No movement of the guidewire back of forward was possible in the catheter. The catheter and guidewire were replaced. The guidewire could not be removed as normal. No tissue was seen at the tip of the catheter nor the guidewire. No other catheter malfunctions were present. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the farawave was returned to the complaint investigation site. The farawave was visually inspected, and no outer abnormalities were observed. Functional testing was performed by successfully inserting guidewire through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The farawave passed all test performed, showing no evidence of the reported failure.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, the amplatz extra stiff wire guidewire became stuck in the farawave catheter while maneuvering the guidewire in the catheter. No movement of the guidewire back of forward was possible in the catheter. The catheter and guidewire were replaced. The guidewire could not be removed as normal. No tissue was seen at the tip of the catheter nor the guidewire. No other catheter malfunctions were present. The procedure was completed successfully. No patient complications were reported. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.